Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (moderate to severe aortic valve calcification and the patient¿s advanced age) were likely contributing factors for the annular dissection/rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) during implant of a 26mm sapien 3 valve in the aortic position using transfemoral approach, the valve was deployed with 2ml less than nominal inflation volume and mild paravalvular leakage (pvl) was detected. Post dilation was performed with the same inflation volume and the pvl was decreased to trivial. While closing the access site, echo showed a non-communicating dissection-like observation at the stj on the right coronary cusp (rcc) side. It was not an obvious dissection observation, therefore, it was decided to take a non-contrast CT image and leave the operation room. While the patient was under monitoring, cardiac tamponade occured with cardiac arrest. Open-heart surgery was performed immediately. The bleeding was confirmed from sinus of valsalva on non-coronary cusp side. The bleeding stopped after approximately 1 hour of manual compression and use of hydrofit. The heart was closed and the patient left the operating room. It was planned to perform follow-up on the patient in the ICU with antihypertensive therapy. The patient outcome was under ongoing treatment. The patient annular native valve measurements were 20.2 mm (tee), 28.1 x 21.4 mm (CT). There was moderate to severe aortic valve calcification. The degree of aortic tortuosity was mild. Prior to the tavr procedure, percutaneous coronary intervention (pci) was successfully performed in the right coronary artery (rca). Per medical opinion, it was suspected the dissection occurred during valve deployment from the sinus of valsalva on ncc side to near the stj on rcc side. The dissection then led to the cardiac tamponade.